Manufacturer narrative:
Manufactured march 15, 2016 ¿ march 16, 2016. The device was received for evaluation. A visual inspection was performed and fluid was noted inside the over pouch. Further examination revealed broken tubing at the solvent-bonded junction of the distal luer. The broken tubing still remained inside the solvent-bonded area of the distal luer. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a leak. This occurred before patient use. It was stated that it was leaking was from an unknown location into the over pouch. The intermate was filled with an unknown amount of pamid. There was no patient involvement. No additional information is available.